Event description:
It was stated that the brakes on the 6300-ata walker are allegedly gone and not working. A leg extension and the brakes are being replaced on warranty order (B)(4). Follow up calls were not able to provide information as to why the leg extension is being replaced. No injury.